Manufacturer narrative:
Two spinal rods returned were found broken. No defect was found at the level of the breakages. A third portion of rod was returned and found unused. The first rod shows typical metal fatigue damaging near the connection to an implant head. The second rod is showing a breakage combining fatigue damaging and over-loading. This suggests that the first rod broke due to cyclic bending loads. Due to the fatigue breakage of the first rod, the second rod had to hold extra loads, leading to over-loading and breakage. The origin of the fatigue damaging of the metal 5 months post implantation could be linked to the reported high level of loads applied on the spinal system (due to patient weight and limited release of the spine stiffness).

Manufacturer narrative:
Implant date (B)(6) 2010, exact date is unknown. (B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a t5-iliac fusion using posterior fixation to treat thoraco-lumbar scoliosis. An unknown time post-op, both rods broke. One rod broke at l5 between the set screw and head of screw. The other one broke approximately 3 mm distally from the other breaking point on the opposite side. The surgeon suspects that the system was under a lot of stress due to the lack of osteotomies and lacking release. The patient underwent a revision surgery 5 months post-op to remove and replace both broken rods.